Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-dependent and asymptomatic patient presented for a routine follow-up in clinic. Upon device interrogation, non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made.